Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2025 and suture was used. The patient gave birth to a baby girl at full term at 04:35 due to "40 * weeks of amenorrhea". The perineal incision was sutured smoothly without any other discomfort, and the patient was discharged 2 days later. 32 days after the surgery, the patient came to the hospital for treatment due to "pain in perineum, unclean lochia and peculiar smell". The gynecological examination found poor healing of the perineal incision, visible exposed suture. The local vulva was cleaned and the suture was removed. Two bottles of compound phellodendron liquid coating were given to go home and wash the perineum. After 41 days of surgery, the patient returned to the hospital for postpartum rehabilitation evaluation, and the examination found that the vulva was normal. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/17/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: was there any medical or surgical intervention performed (re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. What is the most current patient status? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.